Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On (B)(6) 2025, upon sensor removal, the reporter observed purulent drainage (pus) at the site of the needle puncture and recommended that the patient monitor the area, insert a new sensor in the arm (the specific arm was not mentioned), and stated that no treatment was administered at this time. On (B)(6)2026, the school nurse evaluated the patient, noted redness and an abscess at the previous sensor needle puncture site, reached out to the patient¿s grandmother, and recommended taking the patient to an urgent care clinic. On that same day, they visited the urgent care clinic, where a health care professional assessed the area, diagnosed cellulitis, and prescribed oral antibiotics (keflex at an unspecified dosage, twice daily for 10 days). They were also instructed to use a warm compress on the affected area, as necessary. No laboratory tests or imaging diagnostics were performed. As of the (B)(6) 2026, follow up contact was made with the patient. They stated that the site had fully healed post-treatment, and the patient was in good condition. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).